Event description:
During a pci stenting procedure, the maverick2 monorail balloon ruptured at 8 atms on the first inflation. The maverick2 monorail balloon was being used to post-dilate a cypher stent in the 1st diagonal branch (d1). It is noted that crush stents technique was performed to the proximal lad and d1 by using cypher stents. A arrow introducer sheath, a runthrough guidewire, a machi guide catheter, and encore inflation device were also used in the procedure. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as "good".